Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection under magnification of both the maxzero valve and (2) syringes observed no obvious damage or anomalies. Functional and pressure testing confirmed a leak at the engagement between the syringe and the set's maxzero valve. The root cause of the leak was identified as due to a poor mating connection between the syringe and the maxzero valve; possibly due to wear of the syringe.

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag ndc 0338-0049-48, lot number p35991, exp jul 18, 0.9% nacl injection, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing was noted to be leaking from an unspecified location which was connected to the patient's r u cvc. The tubing was replaced and no further leaking occurred. There was no patient harm.

Event description:
The customer reported that the tubing was noted to be leaking from an unspecified location which was connected to the patient's r u cvc (right upper central venous catheter).